Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tka with sigma hp instruments the doctor stated that the patella clamp was worn and not holding. Another set was opened and the doctor felt that the clamp was also loose. Both need to be replaced due to wear.